Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from over 500 mg/dl to 50 mg/dl. The elevated bg level was addressed with a bolus via the pump and manual injections. The low bg level was addressed with a snack. Additionally, the customer also manages the bg level by changing the infusion set brand. Reportedly, the customer is a brittle diabetic and the suspected cause of the bg levels was the customer's diabetic lifestyle.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported event could not be evaluated due to usb communications inoperable.